Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an aortic valve replacement a couple of months ago. During the post-operative device check in the hospital, the right atrial (ra) lead displayed loss of capture and low amplitude. It was noted the device check performed two months prior to the valve replacement was normal. The patient reported that, following the valve replacement procedure, the ra lead was not connected. She stated the lead had come off during surgery. The patient also noted she possibly fell and the lead may have dislodged. Another device check was performed about a month after the valve replacement surgery, and intermittent ra capture was observed at maximum output. The decision was made to surgically abandon and replace this ra lead. No additional adverse patient effects were reported.